Event description:
It was reported the patients blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. It was also reported that the pod had a hazard alarm during operation.

Manufacturer narrative:
A leak observed on the unexposed portion of the cannula caused internal fluid accumulation and corrosion of the pcb. Multiple attempts were made to download data from the device, these were unsuccessful due to the damage incurred from the leak. Thus, it cannot be determined if an alarm was generated because the data cannot be reviewed.